Manufacturer narrative:
Concomitant medical products: evolutr-29-us transcatheter valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and rising thresholds. The implantable pulse generator (ipg) also exhibited non capture and varied impedances. The ipg was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.